Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the meter produces an inaccurately high reading compared to another device. The lfs meter was reading "202mg/dl" compared to "34mg/dl" on a lab meter within 30 minutes of each other. This complaint was not solved with troubleshooting. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=20% for readings compared to a laboratory meter taken within 30 minutes of each other. The patient did not make any allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.